Event description:
Revision right total hip arthroplasty performed in 1999. Pt returned to physician with complaints of persistent discomfort. Radiographs in 2001, confirmed prosthesis had fractured at the taper junction. Revision arthroplasty performed 6 days later.